Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that no insulin is exiting the tubing during the manual prime. During the call, the customer became disoriented and was unable to navigate the menus on the insulin pump. The customer was also slurring his words. The customer left the phone to check his blood glucose levels. While he was gone, a loud crashing sound was heard. The customer had passed out and fallen into the tub. The customer's wife called the paramedics for assistance. The customer's blood glucose was 50 mg/dl, but treatment was declined by the customer. The wife stated that the paramedics had been called earlier that day also due to hypoglycemia. Troubleshooting was performed, and found that the customer had not delivered a large prime or bolus. The wife stated that she would monitor the customer and insulin pump, and call back if needed. Nothing further was reported.